Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system, this part record if for a non-serviceable device. Device history records review was conducted. The report indicates that the: part # 399.124, lot # 5016516, manufacturing site: (B)(4). Manufacturing date: 18.oct. 2007. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the universal chuck with t-handle is jamming and has difficulty releasing. The issue was found in sterile processing. In addition, two (2) reduction forceps with serrated jaw-large handle-soft ratchet are not locking. The issue was found during routine inspection. All malfunctions did not occur during surgery and there was no patient involvement. This complaint involves two (3) devices. This report is 1 of 3 for com- (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was completed: reduction forceps (part number 399.124, lot number 5016516) were returned and reported to no longer be locking properly. This condition is confirmed; the locking mechanism does not hold the ratcheting teeth which causes the forceps to lose tension when the handles are released. This complaint condition was likely caused by over eight years of consistent use and possible rough handling during surgery or sterile processing; however, this complaint is not likely a result of any design or manufacturing related deficiency. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. The device was manufactured in 10/2007 and is over eight years old. The balance of both returned devices is quite worn with markings and spots of discoloration along their length. It is determined to be suitable for the intended design, application and dimensional conformity when used as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All complained devices were assessed for reportability. It was determined that the complaint against universal chuck with t-handle was not a reportable event. This is report 1 of 2 for (B)(4).